Event description:
Procedure type: unk. According to the reporter: the port catheter is porous long-segment. Therefore fluid runs out before the catheter has been introduced in the vessel. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).